Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced multiple falls which impacted her scs ipg pocket site. Subsequently, the scs programmer and charger began to have intermittent communication with the scs ipg. The pt's scs ipg was replaced and the issue was resolved.